Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had pacing lead impedance (pli) measurements greater than 3000 ohms and shock lead impedance (sli) measurements greater than 200 ohms. The patient presented to the hospital where device was interrogated. During device check, it was noted that the battery life estimate had decreased from nine years to four years in a time period of a year and a half. The physician turned off device therapy. Technical services (ts) analyzed device data and found that power consumption had increased due to an anomaly of the pacing hardware which affected both rv and right atrial (ra) lead impedances. Ts recommended system replacement. This rv lead was explanted, and another rv lead was successfully placed. No additional adverse patient effects were reported.